Event description:
It was reported that an ilet user experienced elevated blood glucose following a supply change and meal announcement, with the infusion set placed below the nipple and insulin absorption impacted; the user wears a cd infusion set and received education on appropriate site placement, followed by a site-only change, and glucose trended down while the pump otherwise appeared to function. Symptoms included hyperglycemia with a peak of 268 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect placement of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.